Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2019 with the following findings: the keypad was found to be intact; no peeling or other damage was observed. During investigation, all of the keypad buttons were found to be responsive to button presses. The keypad was removed and no evidence of contamination was found on the button contacts. Leak testing revealed the pump leaked due to a cracked case. The pump was opened and evidence of moisture corrosion on transceiver and display boards. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The ok button is reportedly intermittently unresponsive and there is condensation in the display without any damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.